Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the garment. The area was described as an irritation due to an allergy. The patient's doctor prescribed a salve for the irritation. The patient reported that the irritation had since healed.